Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced foot pain following a trial implant procedure on (B)(6) 2020. As a result, surgical intervention occurred wherein the left trial lead was explanted to address the issue.

Manufacturer narrative:
Product #1 pi main [pi-2020-0182915-01]. A trial patient experiencing foot pain was reported to abbott. One of the trial leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.